Event description:
Event description: translation: does not clip. Additional information received from applied medical representative via email on 26oct23: the customer cannot provide any further information. Additional information received from applied medical representative via email on 2nov23: the patient is good and they took another ca500.

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall. This is a combined initial/final report.